Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the front cover was scuffed, the drain fitting was rusted, and the water tank cover was cracked. In addition, the pole clamp was dirty/damaged, and the line cord was worn. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem was confirmed during testing. The alarm failed to sound. This issue occurred due to a faulty float switch. The problem source of the reported product problem was unknown. A root cause was not established. The investigator replaced the float switch, front cover, water tank cover, pole clamp, drain fitting and line cord. The enclosure was then cleaned and preventative maintenance/recalibration was performed. The device subsequently passed all functional testing. B3: event date updated. B5: updated with additional information. D10: device return dated provided. H6: patient code updated h6: method, results, and conclusion codes updated.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer was not getting alarm for low water fluid. No patient involvement. Additional information was received on 02/26/2020. The event occured on 02/25/2020. The product problem was observed on the same day during testing.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer was not getting alarm for low water fluid. No patient involvement.